Event description:
It was reported that the patient presented for routine implant of the right atrial (ra) lead. During the procedure the pacing impedance measurement was observed to be high, despite multiple attempts at repositioning. No visual abnormalities were observed by the physician. The lead was not implanted, and a replacement was used to complete the procedure. There were no patient consequences.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.